Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the leads came detached from the ins in (B)(6) 2019.  The patient previously mentioned that the they had an xray done and it showed within a inch at one angle to 1/4 inch from vertebrae, side view it looks like the top of the battery is just about out of skin and bottom is almost into pelvic. The entire system was replaced on (B)(6) 2021.

Event description:
Additional information was received from the patient on (B)(6) 2023. The pt reported that their implant and wire were removed because they were getting shocked and the implant was out of their skin and was at the bottom part in their pelvic bone and the issue began either the whole time and when asked for an event date, the pt did not provide an answer but did mention the stitches broke the first day which was (B)(6) 2019. Pt stated their muscles were moving a little bit with the previous implant. Pt stated they weren't able to sit back up against the chair, their back, left side, or any position. Pt noted they kept trying to tell their previous surgeon that their previous implant was "broke" and fought them for a year and a half before their new surgeon removed the old one. Pt noted the wire was underneath which is why they were getting shocked.  See pe (B)(4) for report of burning and bleeding.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.